Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm during priming. Customer's blood glucose was 494 mg/dl. Caller was advised to change infusion set and run a 5.0 unit manual prime. Caller states that insulin did exit. Caller was advised that insulin pump was working as designed. During troubleshooting, caller advised that many of the supplies used were expired. Caller was advised that expired supplies may cause no delivery. Caller reported that infusion set had been used expired with no issues.